Manufacturer narrative:
One device was received for evaluation. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the timing of the motor. Debris was stuck in between the flat and hub gear. As a result, the debris was cleaned between the flat and hub gear. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited error code 41622. There was no patient involvement, no patient injury was reported.